Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. Engineering found instrument grips were aligned. The grips fully closed and performed grip function successfully. Engineering found a broken pitch cable at the wrist. The clevis did not exhibit any damage or wear marks but the cable segment that contained the crimp was missing. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si surgical procedure the fenestrated bipolar forceps instrument tips allegedly did not meet. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.